Event description:
(B)(4) trial. Same case as 2134265-2013-07531, 2134265-2013-07573. It was reported that the patient experienced myocardial infarction and in-stent restenosis occurred. In may 2009, two non-study promus element stents were placed in the proximal lad (left anterior descending). In july 2009, the patient presented with stable angina and was referred for cardiac catheterization which revealed the target lesion that was a 70% stenosed lesion located in the proximal left circumflex artery with a reference vessel diameter of 3.0mm and with a lesion length of 8mm. The lesion was treated with predilatation and placement of a 3.0 x 12mm study stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced myocardial infarction and was advised for coronary angiography which revealed in-stent restenosis of the non-study stents implanted in the proximal left anterior descending artery in may 2009. In january 2013, the patient was hospitalized and underwent aortic valve replacement (avr) as well as coronary artery bypass graft (CABG) from the left internal mammary artery extending to the left anterior descending artery and from the saphenous vein graft extending to the left circumflex artery. Twenty-six days post procedure, the event was resolved with residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
This is a duplicate to MDR ID 2134265-2013-05553, 2134265-2013-07450 and 2134265-2013-07449.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).